Event description:
Possible, not proven, transmission of multi-drug resistant cpcre escherichia coli from one patient to another patient via duodenoscope. On (B)(6) 2020 an olympus jf-140f duodenoscope, serial number (B)(4), was used on a patient ((B)(6)) undergoing ercp who was not known to have cre. Patient tested positive post-procedure for cpcre e. Coli in urine on (B)(6) 2020. Following the (B)(6) 2020 procedure the duodenoscope was reprocessed following manufacturer's IFU with the addition of double high-level disinfection per hospital protocol. On (B)(6) 2020 the same duodenoscope was used on another patient ((B)(6)) undergoing ercp who was not known to have cre. Patient tested positive for cpcre e. Coli in blood on (B)(6) 2020. Pt. (B)(6) has had subsequent blood, urine, and pleural fluid cultures with no growth. Of note, these 2 patients were on the same inpatient unit 3 days apart and likely shared caregivers. The duodenoscope was pulled from patient use on (B)(6) 2020 upon notification of the index patient's positive cre urine culture. The scope was sent for eto sterilization per hospital protocol. Between (B)(6) 2020 the duodenoscope was used on an additional 4 patients, none of whom have exhibited signs of cre infection per medical record review. Following each ercp the duodenoscope was reprocessed following manufacturer's IFU with the addition of double high-level disinfection per hospital protocol. Genome analysis of both cpcre isolates reported to infection prevention on 06-apr-2020 showed indistinguishable chromosomal patterns. FDA safety report ID #: (B)(4).